Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Implant date: unk. Explant date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -02.50/+3.0/076 (sphere/cylinder/axis) into the patients left eye (os). The lens was reported as lens rotation and was repositioned. The lens remained implanted. Additional information has been requested but none has been forthcoming.